Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room. Upon a x-ray, it was observed the patient's right ventricular lead was dislodged. The physician attempted to reposition the lead, but the lead was cut, and it was then replaced. The patient experienced no consequences related to the procedure.